Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that this mitral annuloplasty ring was explanted after an implant duration of approximately 24 days due to endocarditis. Patient received treatment for unspecified infection prior to implant of the annuloplasty device; his valve was treated once crp was lowered. The explanting surgeon indicates that event is not related to device. The explanted ring was replaced by a mitral bioprosthetic valve and is not available for evaluation. Patient has been discharged with no subsequent adverse events.

Manufacturer narrative:
(B)(4) = endocarditis. Additional manufacturer narrative - the explanted device was not returned to manufacturer; without return of the device the reported clinical observation cannot be confirmed. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.